Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4), alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began a few months ago. The patient reported obtaining a blood glucose reading of 329mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported taking 15 units of humalog insulin in response to the reported high reading. The patient reported that on (B)(6) they fell unconscious. The patient was unsure how long they were unconscious. The patient reported that they were treated with a glucagon injection from a home health nurse. The patient could not recall if they tested their blood glucose again after this treatment. At the time of troubleshooting the cca noted that the patient was incorrectly storing their test strips in their kitchen. The cca educated the patient on correct storage (per owner's booklet recommendation) and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan's criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.